Event description:
Senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On 10 december 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. However, as of the complaint closure, the sensor had not been returned to senseonics. Based on the sensor data, the user has not used the system since (B)(6) 2025. The user reported not using the device for about six weeks because it was alarming constantly during the night and the readings were approximately 40 points off. A review of the dms data revealed that the user has not synced data since (B)(6) 2025 and, per case information, troubleshooting was refused. A review of the in-]vivo sensor data showed variable sensor glucose values with occasional sg/bg mismatches. It also revealed optical instability which most likely contributed to the inaccuracies observed. The user reported that the sensor insertion site has not healed since insertion, attributing this to their underlying medical condition, hypermobile ehlers-danlos syndrome, which has prevented the insertion site from healing properly. This may have contributed to optical instability and the subsequent sensor inaccuracies observed. No further investigation was possible without the physical device returned for evaluation to confirm any device malfunction. B4. Date of this report 09 march 2026. G3. Date received by the manufacturer? 09 march 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4311.